Event description:
It was reported that on (B)(6) 2024, a 24mm amplatzer septal occluder was chosen for a atrial septal defect (asd) closure procedure using a 10f amplatzer trevisio intravascular delivery system. During procedure, while opening the device the left disc had a cobra deformation in the left atrium. He device was not released, reloaded in the sheath and removed from the patient. The deformed device was never released from the delivery cable while inside the patient. They reloaded the same device, but issue persisted. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 24mm amplatzer septal occluder was chosen and implanted successfully with the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
An event of device deformity during procedure was reported. A returned device assessment could not be performed as the device was not returned for analysis. A 10f sheath was used to deliver the device. Field indicated that no interaction with cardiac structure and no angulation or kink noticed in the delivery system was noted. Please note that per the instructions for use, the recommended size delivery system for use with a 24 mm amplatzer septal occluder is an 9f. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.